Event description:
It was reported that pump touchscreen became unresponsive. There was no reported impact to the customer¿s blood glucose level. Customer did not request further assistance, and no additional action was taken by Technical Support.

Manufacturer narrative:
In use at the time of the event:CGM model: G6.Mobile OS: iOS / iOS_iPhone 13 Pro Max / 2.9.1 / iOS 26.1.